Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient was admitted to the hospital after experiencing a syncopal episode. Review of the system indicated there was loss of capture on the right ventricular (rv) channel. An echocardiogram confirmed the rv lead had perforated the heart causing a pericardial effusion. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.